Manufacturer narrative:
Concomitant medical product: product ID: 3037, serial# (B)(4), product type: programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient felt that their device was not working. The patient indicated that even though they increased stimulation they were still waking up and going to the bathroom all the time. The patient also encountered the replace patient programmer (pp) batteries screen, but the patient did not have additional batteries at the time of the call so additional troubleshooting could not be conducted. The patient's symptoms were reported to have been sudden in onset. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer. It was reported that patient called back to say that they were still having symptoms and was using a pad because they couldn't hold their urine. Patient was changing to program 1 at 5.6. It was reviewed with patient to contact hcp to discuss reprogramming if symptoms continue after the program change. No further complications were reported.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was noted that they had the device implanted for bladder leakage. It was reported that they have tried increasing, even to a point where it¿s uncomfortable if they go any higher, but it doesn¿t help; they are still having trouble holding their water. It was stated that they spoke with someone in november or december who showed them how to reprogram it, but they don¿t know who they spoke to, and the manufacturer did not have a record of this. It was noted that they were currently on program 3 at 4.7 and stim was on. The patient was walked through changing to program 4, and stated that they plan to keep stim at 4.5 where it¿s comfortable and in the bike seat area. It was recommended that they follow up with their healthcare provider to discuss program changes and their therapy issues. No further patient complications are anticipated or expected as a result of this event.